Manufacturer narrative:
Address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva tpn bags were leaking from the middle port. This occurred during filling. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Additional information/correction: the lot was manufactured between august 06, 2018 and august 07, 2018. Should additional relevant information become available, a supplemental report will be submitted.